Event description:
During dissection and removal of patient's uterus the instrument cut through the tissue when the surgeon thought cauterization was occurring. This did cause some bleeding, particularly on the left side of the pelvis, which the surgeon was able to clamp off and obtain adequate hemostasis. The uterus was removed intact and the procedure finished without any further complications. Estimated blood loss for the procedure was approximately 350cc.